Manufacturer narrative:
Site reported that upon startup, their picosure began firing before the footpedal was pressed. The device was evaluated and it was determined the incident was due to a shutter failure. There was no patient present at the time of energy discharge, therefore there is no patient injury related to the event. This event is an aro (accidental radiation occurrence) because of the unintended discharge of laser energy.

Event description:
Site reported that upon startup, their picosure device began firing before the footpedal was pressed.